Event description:
It was stated that the customer received a device with a part number different than the approved supplier part number in mss-80197. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
E1: phone (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No parts were returned for evaluation. Received part number b150055, which did not match the purchase order listing b1500-55. This discrepancy was traced back to regional labeling practices rather than a product or process deviation. The device meets all specifications. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.